Manufacturer narrative:
The t:slim x2 basal iq user guide states: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not adjust the time on the pump to reflect daylight savings time. Tandem technical support assisted the customer with changing the time setting. Customer's blood glucose was 266 mg/dl.